Event description:
It was reported that there was a rate response issue on the pacemaker. The physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not provided.

Manufacturer narrative:
The reported event of pacing anomaly was not confirmed. The device was received with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation of the output parameters while programmed to field settings found all pacing parameters within normal range. Additionally, visual examination of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.